Event description:
Consumer reports testing with bd logic and comparing to doctor's office meter after experiencing symptoms of hypoglycemia. Analysis run on clarke error grid using competitive reading (48, 39) vs. Bd. Reading (95, 77) yielded data points in the "d" zone of the grid, outside acceptable range.